Manufacturer narrative:
Findings: pump was received with button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer was out camping and got the alarm may be the heat. The customer's mother thought that the device was water proof. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.